Event description:
Premature deflation of an internal bolster. The internal bolster remained in abdominal cavity. This incident went unnoticed, and a nutrition solution was administered, which resulted in patient's death by peritonitis. The internal bolster was found deflated. The patient was immobile, therefore, it was unlikely that the patient removed the internal bolster him/herself. The incident was found 7 days after placement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.